Event description:
Procedure type: vascular. According to the rptr: when the device was deployed, it severed the vessel. The surgeon stopped the bleeding and repaired with suture. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).